Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via manufacturer representative who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that battery was in overdischarge due to patient compliance. Per the patient, this is the second time he has been in overdischarge. Manufacturer representative (rep) attempted interrogation of battery and received warning message re battery status. Performed a trickle charge. Battery is recharging. Patient wanted to complete the recharging at home. Patient is returning tuesday, (B)(6) to have the battery reset. No patient symptoms were reported. 2021-mar-12, (B)(4): additional information was received from the patient via manufacturer representative. It was reported that ins had been dead since (B)(6) 2020. In (B)(6) 2021 pt went to hcp and the rep tried to jump start the ins and was not able to. Pt sat for 2-3 hours and the jump start was not successful. They agreed on replacing the whole system. Rep reported she was told pt who's device had "2 or 3 overdischarges and cannot be trickle charged". Rep did not know any details other than that she was seen on dec 4th 2020 as she was not the rep who addressed it. 2021-03-29 : additional information was received from a rep. The rep reported that the patient indicated that they were going to have the battery replaced. The date of surgery was unknown.